Event description:
It was reported that, during an ukr surgery, while burring the femur it was received an error message surrounding handpiece connection or possible obstruction. It was ensured that nothing was obstructing and that the handpiece was properly assembled. It was attempted to recalibrate and begin again, but the same message was received. After a third unsuccessful attempt, it was decided to change out the handpiece. Surgery was delayed, but it is unknown for how long. The patient was not harmed. The results of investigation indicate that the handpiece motor had a short circuit, which makes this event reportable.

Manufacturer narrative:
H10: the device was used during treatment and was returned for evaluation. The log file review indicated that an over current error occurred. The functional inspection of the returned handpiece found wiring damage. The DHR was reviewed and found that the product met manufacturing specifications prior to being released for distribution. A complaint history review found similar complaints of the reported issue and will continue to be monitored. The relationship of the device and the reported event has been established. The log files confirmed the reported error, which was due to the motor cable damage. Therefore, the root cause of the reported event was raw material/supplier fault. No containment or corrective action are recommended at this time.